Event description:
It was reported that customer experienced continuous glucose monitor error indicated as cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset process, and after reset pump no longer displayed error and customer successfully started new sensor session.